Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed on anterior view, two (2) tears a and b measuring approximately a, 0.2 cm and b, 0.3 cm. Microscopic examination of the edges of the tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed for lot number 9391031, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020, a mentor memorygel breast implant 465cc gel breast prosthesis was received by the mentor failure analysis lab. Device came in opened original container with "not used, hole in implant" written on the box. Packing list and device info labels for serial number (B)(4) were included in paperwork. The device could not be associated with an existing complaint. The implant was not in contact with any patient, no consequence or adverse event was reported.